Manufacturer narrative:
The reported events of failure to capture, p-wave amplitude variation and extra cardiac stimulation were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing was normal.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right atrial lead exhibited high thresholds, p-wave amplitude variation and extra cardiac stimulation. The lead was explanted and replaced on (B)(6) 2022. The patient was recovering.